Manufacturer narrative:
(B)(6). This report is for eleven unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Partial part number is 422.3xx. Exact screw length sizes are unknown. Date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed for an infected non-union of the left metaphyseal-diaphyseal area of a distal femur on (B)(6) 2017. The date of the original procedure was five months ago in (B)(6) 2017, at which time the patient suffered polytrauma. Subsequently, it is unknown when the infected non-union was identified and there is no information regarding patient symptoms. Removed hardware included: one (1) less invasive stabilization system (liss) distal femur plate (intact) and eleven (11) 5.0 mm titanium locking screws of various sizes. It was reported that the surgical team had to drill the head out of some (exact quantity unknown) of the 5.0 mm locking screws due to the screw heads getting cold-welded to the plate. Nothing unexpectedly occurred during the removal procedure. The removal procedure was completed successfully with the patient in stable condition. Revision surgery due to mal-union/infection is addressed in (B)(4). This report addresses the intraoperative issue with the locking screws. This report is for eleven (11) unknown 5.0 mm titanium locking screws. This is report 2 of 2 for (B)(4).